Event description:
It was reported that the lead was explanted due to oversensing. Insulation damage was noted. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.